Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of a faulty reservoir set. The customer stated that the set alarmed no delivery. The customer stated that there were air bubbles in the reservoir. The customer was advised to call back in order to troubleshoot.

Manufacturer narrative:
Adverse event due to blood glucose level of 450 mg/dl due to the no delivery alarm, the high blood glucose level was treated with a manual injection.